Event description:
Customer reported that the paramedics were called to the home due to low blood glucose levels. Troubleshooting was performed and pump passed testing. All programming was correct. Customer stated that she was asleep when her glucose levels went low and her sister noticed a dark display on the pump screen. Self test passed during call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete to the best of their knowledge.